Manufacturer narrative:
The returned screw was examined under magnification. The examination confirmed that the length is within specification although the anodizing layer is missing from approximately 25% of the screw. No conclusions about the root cause can be made.

Event description:
Two months after a screw was implanted in the patient's foot, the screw became loose and migrated. The screw was explanted.